Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. The following was corrected from initial MFR 1220648-2024-08500. B1 type of reportable event was corrected to adverse event. B3 date of event was corrected. H1 type of reportable event was corrected to serious injury. Section h6 health effect - clinical code was corrected to 4440 thrombus. Medical device problem code was corrected to 2993 adverse event without identified.device or use problem.

Event description:
The user facility reported a 77-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that while the patient was on impella cp support, the peel away sheath was occlusive, therefore, the plan was to explant the impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ this report is being filed as part of a retrospective review of historical records.